Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl with no symptoms associated with an alleged inaccurate delivery issue. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached by customer technical support for further information. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2014 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: the last basal delivery was on 08/02/2014. The total daily dose (tdd) added up correctly and reflected the programmed basal rate. There were no errors, alarms or warnings during investigation. The pump successfully completed the 24 hour duration test and was found to be delivering within specification.